Event description:
During procedure, the cardioplegia line was unable to flush blood forward. Only crystalloid cardioplegia was moving forward through the delivery line. The team switched out the roller head pump for a new roller head pump. After the roller head pump was switched out, the cardioplegia line was tested and able to function with blood moving forward. The procedure then continued. Manufacturer response for perfusion machine, quantum (per site reporter). Have not received a response as of [redacted].